Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on an unknown date. According to the complainant, during the procedure, the band was attempted to be deployed; however, the band did not release. Reportedly, the device was removed from the patient. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: date of event was approximated to (B)(6) 2019 as the event date is unknown. Block e1: initial reporter phone:(B)(6). Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10:investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the trip wire was secured in the handle slot; the other portion of the trip wire was found cut and was returned attached to suture and to the ligator head. A visual examination of the ligator head found four bands present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture dit not represent any damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on an unknown date. According to the complainant, during the procedure, the band was attempted to be deployed; however, the band did not release. Reportedly, the device was removed from the patient. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.